Manufacturer narrative:
Only the pipe and sheath were returned to olympus medical systems corp. (Omsc) for investigation. When the notch of the pipe was checked, there were no abnormalities found investigation of the condition of solder part. As the checking of the manufacturing record of same lot, nothing abnormal was detected. According to the investigation, omsc assumes that the condition of the patient or calculus might cause this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotripter, and it also describes what to do if the lithotripter cannot crush the calculus. This report is being submitted as a medical device report in abundance of caution.

Event description:
Olympus medical system corp. (Omsc) was informed that during crushing calculus in the bile duct, the calculus was hard, crushing stone could not be performed and operation pipe was broken. The doctor cut the sheath in the proximal end with a plier. Then he attached the basket wire of this device to the mechanical lithotriptor ((B)(4)). The calculus was crushed and released from this incarceration by the use of the mechanical lithotriptor ((B)(4)). However the calculus were necessary size to crush, the doctor crushed the calculus using another device. There was no patient injury reported.